Manufacturer narrative:
Concomitant medical products: 6947m, lead, implanted: (B)(6) 2014.

Event description:
It was reported that the patient's blood pressure began to slowly drop post-implant. Medication was administered with slight improvement but it again began to drop. The patient complained of shoulder and chest pain with inspiration. An echocardiogram was ordered which showed a pericardial effusion with evidence of tamponade. Dopamine was administered and a pericardiocentesis was performed with chest tube placement. It is unknown which lead the effusion was attributed to. The patient was released two days post-implant. The right atrial (ra) and left ventricular (lv) leads remain in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.